Event description:
The information provided to sjm indicated a 29mm epic valve was explanted on (B)(6) 2013 due to mitral insufficiency and dyspnea. The valve had been implanted for approximately 7 months. A tear was observed on one cusp near the sewing cuff. No further complications were reported upon replacing the valve.